Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and observed an event code logged in the device's memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed an "abnormal energy delivered " message during testing. As a result, the correct defibrillation therapy may not be deliver to a patient, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the device's therapy pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to legs 5 to 9 on the h-bridge being shorted.

Event description:
The customer contacted physio-control to report that their device displayed an "abnormal energy delivered " message during testing. As a result, the correct defibrillation therapy may not be deliver to a patient, if needed. There was no report of patient use associated with the reported event.